Manufacturer narrative:
The customer's instrument logs were reviewed. This review found an aspiration error occurred for one replicate of one of the two samples. However, the review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Return testing was not completed as returns were not available. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. Normal complaint activity was identified for reagent lot 90008m800. Using worldwide field data the historical performance of reagent lot 90008m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot was within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient identifier: multiple = sid (B)(6); sid (B)(6). Patient information: all available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated ca 19-9 results on the architect analyzer for 2 patients. The following information was provided: on (B)(6) 2019, sid (B)(6): initial 390.35 u/ml; retest 32.68 u/ml; retest 30.53 u/ml. On (B)(6) 2019, sid (B)(6): initial 52.27 u/ml; retest 22.36 u/ml. No impact to patient management was reported.